Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-9208-15 serial number: (B)(6). Batch/lot number: 7026814. Model/catalog description: precision s8 adapter 15cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-9208-15. Serial number: (B)(6). Batch/lot number: 7028085. Model/catalog description: precision s8 adapter 15cm. Unique identifier (UDI)#: (B)(4). Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a competitor's paddle which had multiple contacts that were not functioning. The patient underwent a spinal cord stimulator (scs) revision procedure, was doing well postoperatively and the explanted devices were disposed of the facility.